Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone that they had excessive no delivery alarm. Customer's blood glucose was 581 mg/dl. The customer was treated with manual injection. The customer was unable to troubleshoot at time of call because he remove the set from his body before the phone call. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we would send replacement sets.